Event description:
The lay user/patient contacted lifescan in 2008 and alleged that his one touch ultra meter was reading inaccurately high. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred on approx five days earlier at 11 am. He mentioned that he had obtained a result of 290 mg/dl (however, the actual result in the meter's memory was 320 mg/dl) the pt reported that he felt like he was 'going to fall' after the reported issue began. He reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. He was not tested on any other device. The pt had also mentioned that he felt that he was "taking too much insulin" (diabetes medication regimen was not provided and it is unk how much insulin he took). At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The pt's testing technique was reviewed to be correct and he was also cleaning the puncture area properly. This complaint is being reported because the pt alleged that he felt he was taking too much insulin and felt like he was going to fall after the reported issue began. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.